Event description:
It was reported that the patient was hospitalized on three occasions in the six months prior to this report. On one occasion, the patient¿s pump was empty but did not alarm. The patient was hospitalized ¿over the (B)(6) (2010) holiday, for 3-4 days.¿ it was stated that the patient¿s physician was able to ¿see¿ when the pump was working and when it was not. The reporter stated that the pump ¿stopped working,¿ and no diagnostic studies were performed. The pump medication was not reported. No further details, patient symptoms or outcome were provided. Additional information was requested from the health care provider (hcp), but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)